Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent a procedure where 1 drg trial lead was placed. Upon applying the dressing the patient began to have a seizure. Patient was transferred to the emergency room (ER) and discharged later the same day. The trial lead was removed the week of (B)(6) 2018 (exact date not provided to the manufacturer) and the patient is being referred to a specialist for the seizure.